Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose levels were 416 and 430 mg/dl. Customer also had low blood glucose level of 60 mg/dl, so user ate lunch and did bolus, user didn't ate whole lunch. Troubleshooting was done for high blood glucose. Customer had been using auto mode feature at the time of reported high blood glucose event. Customer was using auto mode feature at the time of reported high blood glucose. Customer did load reservoir process and stated insulin exited. Customer said no need to continue troubleshooting since her main concern was that she was unable to calibrate. Customer was advised that insulin pump did not allow to calibrate with blood glucose above 400 mg/dl, let the blood glucose stabilize first and then calibrate. Insulin pump will not be returned for analysis.